Manufacturer narrative:
The dealer notified invacare on april 7, 2020 that they spoke with end user and she is in too much pain to give up her chair for inspection & service right now. The user is in the power chair approximately 23 hours a day, is sleeping in the chair. The user will let the dealer know when her pain subsides and she is able to use a loaner for a few days, will not let the dealer pick it up. It is unknown at this time if the power chair malfunctioned or if it was a user error.

Event description:
It was reported that an end user was sitting in her 3gtq-cg, torque sp power chair at the bathroom sink, washing her hands, when the chair moved forward, allegedly on its own, pushing her lower body into the wall under the sink causing a break in her leg. The end user stated that her arms were not close to the joystick when the chair moved. The joystick was allegedly swung out to the side of the chair.